Manufacturer narrative:
Plant investigation: the product sample was not returned to the manufacturer, and therefore a physical evaluation could not be performed. No nonconformities were found during review of the manufacturing records. It was reported that during priming, there was a leaking luer lock connection at the p2 port. Photos were provided showing a defective luer lock on the venting port. A defect at the inner conus of the luer lock adapter which is connected to the port of the oxygenator was identified as the cause, and this is a known error pattern. However, the defect could not be verified by an examination of the product. As the damaged component is a purchased part, the manufacturer has been informed for further examination of the error. Measures have already been implemented to avoid this error in the future.

Event description:
During the priming of an xlung kit 230, the user noticed a leak from the luer lock connection at the p2 port between the oxygenator and the de-airing line. The reported problem did not result in any delayed or missed treatments. The xlung kit was inspected for damage prior to use and no defects were found. After the leak was identified, the user facility realized "the connection could not be tightened'. To resolve the reported problem, a new kit was primed for use. There were no alarms from the console. Photos of the leak location were provided for review. The sample was not available to be returned.